Event description:
According to the reporter, during a sigmoid colectomy, after firing was completed, the handle was no longer functional, and the knife bar could not be pulled back, could not remove jaws from the tissue. A manual adapter tool was used, and the knife bar was retracted and removed. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3f0140 sigpshell - sig power sigpshell control shell, lot# n3m1587y sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.